Event description:
The facility reported a colleague infusion pump with a spot on the display. The event was reported to have occurred upon power up. This condition had the potential to interrupt delivery. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a spot on the display was confirmed and reproduced during product evaluation. The root cause was assigned to a faulty main display. The main display was replaced in order to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.